Event description:
It was reported that a clinical trial patient's leads were explanted and replaced due to high impedances.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4); model: sc-2317-50; serial: (B)(4); batch: 7074976;